Manufacturer narrative:
An event regarding audible noise involving an unknown ceramic liner was reported. The event was confirmed from the medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the clinical records concluded: cup malposition in extreme 73° inclination with an undersized stem and subsidence have caused impingement and subluxation in the arthroplasty with development of a wear scar that increases bearing friction and thereby causes squeaking. Device history review: a review of the device history records could not be performed as the lot number was not reported complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: a review by a clinical consultant concluded that the cause of the event was: cup malposition in extreme 73° inclination with an undersized stem and subsidence have caused impingement and subluxation in the arthroplasty with development of a wear scar that increases bearing friction and thereby causes squeaking. No further investigation for this event is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient sent an e-mail to the stryker (B)(4) to report the following event : I was operated on (B)(6) 2010 with a cementless abg ii prosthesis alumina / alumina. For nearly three years, this prosthesis makes noise, like door squeaking during some movements and I feel that sometimes it dislocates when walking without particular movement. Patient visited two surgeons for advice: "for the first surgeon, the only solution is to revise the prosthesis and change it completely. The second surgeon leaves me the choice to live in this uncertainty according to my ability. I'm not satisfied with these reviews and I wonder if a surgery is essential on such non precised advices. As a manufacturer, you should help me clarify this matter and possibly give me the procedure to clarify the diagnosis and the risks if nothing is done."

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown alumina liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Patient sent an e-mail to the stryker (B)(4) to report the following event : "I was operated on (B)(6) 2010 with a cementless abg ii prosthesis alumina / alumina. For nearly three years, this prosthesis makes noise, like door squeaking during some movements and I feel that sometimes it dislocates when walking without particular movement [...] Patient visited two surgeons for advices : "for the first surgeon, the only solution is to revise the prosthesis and change it completely. The second surgeon leaves me the choice to live in this uncertainty according to my ability. I'm not satisfied with these reviews and I wonder if a surgery is essential on such non precised advices. As a manufacturer, you should help me clarify this matter and possibly give me the procedure to clarify the diagnosis and the risks if nothing is done."